Event description:
It was reported that during central processing procedure, the 8mm fenestrated bipolar forceps instrument was found to have a exposed black cable. The procedure was completed with no reported injury. Intuitive followed up and obtained additional information. Damage was identified during processing. Full cable breakage was observed. Cable was broken in half. Damage did not result in fragment falling in patient. No photos or videos are available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.